Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed based on returned device analysis which found that the a piece of the clip introducer was separated. It was reported that, during preparation of the clip delivery system (cds), the clip was attempted to be introduced into the clip introducer but became stuck on the blue rubber portion of the introducer. The blue portion became stretched. The cds was not used and there was no patient involvement. It was noted that there was a new technician in the cath lab who was a bit nervous during the preparation. There was no clinically significant delay in the intended procedure. No additional information regarding the clip introducer was provided. Returned device analysis found that the clip introducer was received torn. A detached piece of torn clip introducer was noted to be caught in the frictional elements of the clip.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported difficulty inserting the clip introducer (ci) over the clip was not able to be confirmed via returned device analysis; however, the reported stretched ci was confirmed. Additionally, a portion of the ci was torn and separated. The investigation concluded that the reported user experience was related to user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.